Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (time/date issue) issue. It was reported that pump¿ time was incorrect in the alarm history. The reporter confirmed that the time of the auto off alarm came on at 6:47 a.m. And not 5:47 a.m. As the alarm history reported. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, a review of the pump¿s black box showed multiple instances of time and date resetting to the default settings following pump reboots. During testing, a timekeeping accuracy test was performed. The pump was found to maintain the time accurately during the five day duration test; however when the pump was left without power for 1 hour and pump was powered back on it had returned to the default time and date. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. The reported time/date issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.